Event description:
It was reported that the programmer would randomly turn off without notice. The programmer was replaced with a different programmer and was returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable replicate the customer experience of the device randomly turning off, it was left on for 24 hours without a shut down. However it was also noted that an error found in the log was likely the error the customer experienced. The hard drive was reconfigured and the software was reloaded, as well as the power supply replaced as a preventive. Analysis also found that the electrocardiogram connector on the link electronic module (lem) board was loose and the system fan was noisy and therefore the lem board was replaced and calibrated and the fan replaced. (B)(4).